Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received fully deployed. The download data shows the device completed 49 first prime pulses and was deactivated at 59 pulses. A rotational sensor error was observed in the download data, however this error did not generate an alarm or cause first prime to end prematurely. No damages or defects were observed to the needle mechanism that would result in the needle deploying early. During investigation, the device was successfully rerun and no rotational sensor errors were replicated. Inspection of the commutator cap found contamination on the lines of contact between the commutator cap and the rotational sensor springs. Since no rotational sensor errors were observed in the rerun, it could not be conclusively determined if this contamination contributed to the observed rotational sensor error. The needle mechanism was reset to the not deployed state, and then manually deployed. No damages or defects were observed that would prevent the needle mechanism from deploying as intended. Although no damages were observed to the needle mechanism, it could not be conclusively determined when the needle deployed. A root cause for the reported needle deploying early could not be determined.